Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 09-sep-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a25135.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine result on a patient. There was no additional patient information at the time of this report. There was no collection times, no patient information, nor details surrounding the event at the time of this report. Customer is questioning creatinine results compared to lab readings. Date, tested, I-stat, lab; (B)(6) 2025 ,12:45:03, 3.2,.74. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.